Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 178 mg/dl (strip lot 496431) and 80 mg/dl (strip lot unknown). Results were obtained using different strip lots. The strips used to obtain the value of 80 mg/dl, were not available at the time of the call. No adverse event was reported. Return of the suspect device was requested for evaluation.